Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis revealed that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported the left ventricular (lv) lead exhibited intermittent capture at an output slightly lower than the output that caused the patient to experience diaphragmatic stimulation. The lv lead was explanted and replaced. It was further reported that during the replacement procedure, when inserting the right atrial (ra) lead through the introducer, the physician felt they damaged the lead. The ra lead was attempted but not used and was successfully replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).